Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.

Event description:
During a lead revision procedure, the patient was having trouble with mild anesthesia so the physician switched to general anesthesia and the patient was moved quite a bit to reposition. During post recovery, the patient complained that he felt clicking in his neck; however, it was confirmed that the device was not turned on as the patient had a hard time walking. The system was not tested or turned on in the operating room. The physician decided to explant the patient's entire system because he felt that the patient may have had a hematoma or the procedure may have damaged the spinal cord because the patient complained of weak extremities and trouble with his hands and lower limbs; however, upon explant the physician confirmed that the patient did not have a hematoma. The patient was treated with a high dosage of intravenous steroids to help with swelling of the epidural space. The patient is recovering well and has regained movement in all extremities.